Manufacturer narrative:
Other relevant device(s): product ID: 3387s-40, lot#: va09w56, implanted: (B)(6) 2013, product type: lead; product ID 3387s-40 ubd: 16-apr-2016, UDI#: (B)(4), product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension, ubd: 20-jun-2017, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp), via a manufacturing representative (rep), regarding a patient with an implantable neurostimulator (ins) for essential tremor. It was reported that high impedances were noted on one electrode during ins replacement surgery. The patient's family stated "patient had a short in certain position and then programmed around it." Multiple impedance checks were performed, the extension was wiped with a wet and dry sponge, and the extensions were places in different channels of the ins to rule out a battery issue. No additional actions were taken. It was noted the patient's programming did not use the contact with the high impedances. The issue was not resolved. No patient symptoms were reported. No further complications were reported or anticipated with this event. Refer to manufacturer report #3007566237-2019-00296 for details pertaining to the related reportable event.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va09w56, implanted: (B)(6) 2013, product type: lead; product ID: 3387s-40, lot# va09w56, implanted: (B)(6) 2013, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID: neu_ins_stimulator, serial# unknown, implanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 3387s-40 ,lot# va09w56, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the rep had received an email from the patient stating that they had a short circuit on the same electrode that was reported in february. Per the initial report the rep in february the patient¿s family indicated that they had a short circuit. It was reported that the patient was receiving benefit and that they were programming around the short circuit. No intervention was planned at the time. There were no further complications reported.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3387s-40, lot# va09w56, implanted: (B)(6) 2013, product type: lead; product ID: 3387s-40, lot# va09w56, implanted: (B)(6) 2013, product type: lead; product ID: 3708660, serial# (B)(4), implanted: (B)(6) 2013, product type: extension; product ID: neu_ins_stimulator, serial# unknown, implanted: (B)(6) 2019, product type: implantable neurostimulator; product ID: 3387s-40, lot# va09w56, implanted: (B)(6) 2013, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received: it was reported that the impedance issue was only on the left side. No shorts were noted on either the old or new ipg. No cause of the high impedances on one electrode were determined. The extension was wiped with wet and dry sponges and placed in both channels of the new ipg with the same results. The high impedance on one electrode remained, however it was not being used in the patient¿s programming. The old ipg would not be returned for analysis. There were no further complications reported.